Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip broke off during surgery. There was no patient harm or injury.

Event description:
It was reported that the tip broke off during surgery. There was no patient harm or injury.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the tip broke off during surgery. There was no patient harm or injury.

Manufacturer narrative:
Qn # (B)(4). The sample was returned for investigation. It was found that the device had a broken tip. The fracture appears approximately 3mm behind the distal tip of the outside curved blade. There were no issues found pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to this product code (km35460). Based on the investigation performed, it was determined that the broken tip is not related to manufacturing and is consistent with tray damage or a dropped instrument. Other remarks: n/a corrected data: n/a.